Event description:
The following was reported by an attorney for the pt: (B)(6) 2006--pt underwent umbilical hernia repair surgery. Pt's hernia was repaired with a bard ventralex medium circle hernia patch (lot 43kpd519, ref. (B)(4)). In (B)(6) 2010--pt presented to hospital due to complaints of abdominal pain, nausea and vomiting. CT scan revealed she suffered from a small bowel obstruction. A nasogastric tube was placed in an attempt to relieve the obstruction, but she became increasingly symptomatic with increasing abdominal pain. In (B)(6) 2010--pt underwent surgical repair of a small bowel obstruction. During the surgery, it appeared that the left lateral portion of the mesh bowed within the abdominal cavity, allowing a loop of small bowel to become adhered to the mesh. The mesh was resected from the abdominal wall, but was left adherent to the small bowel in an area of thickened adhesions. A dense adhesive band was then observed to be causing a closed loop obstruction in the distal ileum where the bowel no longer appeared to be viable due to lack of blood flow. This area of bowel was resected, which measured approx 20 cm in length. The ventralex mesh was left adhered to the proximal and distal portion of the specimen along with the area of the closed loop obstruction. The small bowel was anastomosed, and the abdominal cavity was irrigated and closed. Pt was discharged approx one week after admission.

Manufacturer narrative:
A DHR review has been conducted. All paperwork appeared complete and accurate. No manufacturing issues were identified which would cause or contribute to the reported event. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info. Davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the reported event. No product has been returned, no medical records have been provided and no conclusion can be drawn at this time.